Manufacturer narrative:
(B)(4). The device was manufactured july 24, 2017 ¿ july 25, 2017. The device was received for evaluation containing approximately 203ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that after one day, only 25ml of solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.